Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm. On (b)(6) 2026 at approximately 7:00 PM, the patient reported receiving multiple high glucose alerts while using an Omnipod 5 insulin pump, which automatically adjusted insulin delivery based on CGM values. The patient reported a CGM reading of 300 mg/dL, while a fingerstick blood glucose (FSBG) meter displayed "HIGH." The patient stated that both readings were obtained within approximately five minutes of each other. During the event, the patient experienced sweating, dizziness, weakness, impaired mobility, and decreased awareness of her surroundings. The patient reported that she believed she was nearly in a diabetic coma and experienced diabetic ketoacidosis (DKA). Prior to symptom onset, she had been watching television and eating dinner but was unable to recall the meal details. Upon observing her condition, the patient's daughter called 911. Emergency Medical Services (EMS) responded and treated the patient with intravenous (IV) insulin and IV fluids; however, the patient was unable to recall the amounts administered. The patient could not recall the glucose reading obtained by EMS or the corresponding CGM reading at that time. At approximately 8:00 PM on (b)(6) 2026, the patient was transported by ambulance to the hospital accompanied by her daughter. Upon arrival, the patient reported a blood glucose value of 975 mg/dL. The patient was unable to recall the corresponding CGM reading. According to the patient, she was admitted to the intensive care unit (ICU) for approximately three days. A CT scan was performed during the hospitalization; however, the patient could not recall any additional procedures or treatments. The patient remained hospitalized for approximately eight days and was discharged on (b)(6) 2026 at approximately 2:30 PM. During the report, the patient stated that she was not receiving any ongoing treatment following discharge and was doing well at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the B zone of the Parkes Error Grid. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of Diabetic Ketoacidosis. This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.